Event description:
It was reported patient underwent a labral repair procedure on (B)(6) 2013. During the procedure, the distal tip of the inserter fractured in the patient's bone. As a result, the fractured tip was removed and a new juggerknot was utilized to complete the procedure. It was later noted the drillbit was not tightly chucked onto the drill.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure." Examination of returned device found no evidence of product non-conformances. The complaint details the drill was not tightened properly and contributed to the incorrect positioning of the pilot hole. Review of the inserter indicated it broke approximately 0.0507in from the tip and bent at that location, which leads to the conclusion that the inserter impacted a surface, rather than the pilot hole. The product was most likely conforming when it left biomet.